Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a presented for routine device replacement. The patient developed an infection post procedure. The implantable cardioverter defibrillator was explanted and replaced. Patient was stable post procedure.